Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information. Reprocessed the device was returned horizontal metal scratches at the blade and with the tissue pad of the device detached. During the visual inspection of the instrument, it was noted that the blade had evidence of having been scrubbed with a metal pad, damaging the blade. In addition, the tissue pad of the device was disassembled. The device was disassembled to inspect the internal component and no anomalies were found. Due to the horizontal metal scratches discovered on the instrument which is evidence of possible reuse/reprocessing, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. The evidence that was found on the instrument was: tissue pad detached; horizontal metal scratches.

Event description:
It was reported that during an unknown procedure the white tissue pad fell off. The fallen piece didn't fall into the patient's body. Changed to another one to complete the procedure. No adverse event on the patient. One device will be returning.